Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open video-assisted thoracoscopic surgery lobectomy, while firing the vessel, the first batch of reload was fired halfway and then stopped. Unable to complete the firing. There was a difficulty in attaching to the adaptor in the second batch of reload. A new stapler was opened to complete the case and resolve the issue. There was no patient injury.